Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Visual and functional examination did not identify any material issue with respect to the implant. Rod interface witness marks noted on set screw consistent with full and proper tightening of set screw. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a surgical procedure from t10-pelvis. It was reported that 14 months post-op, the patient underwent a revision surgery due to a broken rod at l2 and backed out set screw at t12. The construct was also extended to t3. No additional patient complications were reported.